Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as (B)(4). The actual device has not been received yet and the investigation is on going at this time. A f/u report will be provided after the inspection results become available.